Event description:
Customer states that pump is over running and pumping air. Pump finally alarms no food after about five minutes of pumping air. Rate and dose are 300 ml/hr and 150 ml. No pt involvement reported.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be confirmed.